Manufacturer narrative:
(B)(4). The device was not returned. Additional information from the account contact. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? Asku. Please clarify ¿failed to close/secure the staple to the bowel? The device fired. Staples, they were malformed and the legs were straight, the staples were removed. What color cartridge (white/blue/green) was used? Asku. Was buttressing material utilized? If so, which product? Asku. Were any difficulties encountered when closing on the tissue? No. Was the tissue pin in place prior to firing? Asku. Was the instrument fired across or near an existing staple line or clip? No. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Asku. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was proximal and distal control maintained on the tissue during the firing sequence? Yes. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Healthy tissue, thickness of the tissue unknown. There was damage to the tissue and they had to resect additional bowel. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Asku. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? The patient had necrotic bowel. Firing the device did not change the patients outcome. Was there a recent conversion to ees devices in this account or with this surgeon? Asku. How was the case completed? Second device.

Event description:
.